Manufacturer narrative:
The report of tcmid02 (ce danfoss error) error message was confirmed through functional testing and event log review of the thermogard console ((B)(4)). Review of the retrieved event log confirmed multiple occurrences of tcmid02 error messages. The thermogard console is a reusable device and was manufactured on sep 2010. It has exceeded its expected service life of five years and is almost 8 years old with no record of regular preventive maintenance. The console was received with physical damages and missing parts. This observation is unrelated to the tcmid02 error message. The console was functionally tested and operated for three hours during the run-in test with no error message observed. Further inspection of the console found burnt microcontroller. It was indicated that this issue will cause intermittent tcmid02 error messages. Upon customer approval, the microcontroller, physically damaged and missing parts will be replaced and the console will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console displayed a tcmid02 (ce danfoss error) error message. No patient involvement.